Manufacturer narrative:
Our evaluation found the shafts distal end is bent, the jaws are burnt, and the teflon on the jaws is melted. The robi forcep has been in use for approximately 29 months.

Event description:
Allegedly, there was a spark from the tip of the instrument in the patient during a procedure. It was reported there was no harm to the patient.